Event description:
It was reported that prior to a biopsy procedure, the device was allegedly locking and firing on their own. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history records and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause for the reported device locking and firing on its own issue could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device is locking and firing on their own.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the device locking and firing on its own could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.